Manufacturer narrative:
A visual evaluation of the returned device found the suture broken with approximately 28 cm attached to the trip wire loop and the remaining section attached to the ligator head. Two bands were deployed and were not returned, while two of the remaining five bands were rolled out of position. The ligator head teeth were found to be damaged. Examination of the handle assembly found the trip wire wrapped tightly around the spool and the proximal loop was retracted into the handle. There was no evidence that the trip wire had been secured into the handle assembly slot during use. Functional evaluation of the handle was performed and no issue was noted. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the middle and lower esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. Reportedly, the lesion was 5mm long with a vessel diameter of 8mm. The patient anatomy was mildly tortuous and calcified with 40% stenosis. The lesion was not dilated prior to the procedure. According to the complainant, during the procedure, the doctor released the first and second bands; however, the third band failed to deploy. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the middle and lower esophagus during an endoscopic variceal ligation procedure performed on (B)(6), 2014. Reportedly, the lesion was 5mm long with a vessel diameter of 8mm. The patient anatomy was mildly tortuous and calcified with 40% stenosis. The lesion was not dilated prior to the procedure. According to the complainant, during the procedure, the doctor released the first and second bands; however, the third band failed to deploy. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.